Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501, meniscal cinch¿ ii, batch: 15046798, was received for evaluation. Upon visual evaluation, it was noted that the trigger buttons were damaged. The cannula also appeared to be bent/damaged, which is likely related to the complaint allegation. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On 31st december 2024, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the second anchor is stuck. This was detected during a meniscus repair surgery on (B)(6) 2024. The first anchor was set successfully while the second anchor was stuck. The cutter / pusher tools used was ar-4515. Procedure was successfully completed with no patient harm and no secondary procedure by using another new ar-4501 instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.